Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited asystole greater than two seconds. Boston scientific technical services (ts) was contacted to review an electrogram (egm). Ts determined the noise was attributed to intermittent electromagnetic interference (emi). Additional information indicates that the noise occurred at the time of a non-device related procedure. There were no programming or invasive intervention undertaken. There were no adverse patient effects reported.